Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Follow up with the nurse indicated that the patient's skin irritation improved. It's unclear if the nurse provided medical intervention for the skin irritation. Reporting out of the abundance of caution.